Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the blue insulation on the jaws fell off in to the patient cavity. The material was retrieved from the patient and there was no injury. The procedure was completed with another ligasure device.